Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.